Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the great saphenous vein (gsv) in the right and left legs. The veins were closed successfully. It was reported that 5 months post procedure, patient suffered rash all over the body which was treated with steroids.

Manufacturer narrative:
Venaseal was implanted (B)(6) 2018, patient's date of birth and lot number provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.